Event description:
It was reported that the patient experienced weakness and hypotension. It was reported that atrial lead position check failed. It was reported that the right atrial (ra) lead exhibited low impedance, over sensing, under sensing and a polarity switch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).